Manufacturer narrative:
Subject device is an instrument, and is not implanted.

Event description:
While drilling a cortex screw for an acetabulum fracture, a piece of the drill bit broke off. The broken piece could not be retrieved and remains in the pt. Surgeon applied plate and screws and completed the procedure.